Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's tubing ripped out on (B)(6) 2024. The issue occurred with five infusion sets used for five hours. No further information available.